Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) patient's transvenous right atrial (ra) lead was exhibiting an ra pacing impedance of greater than 3000 ohms. Noise has been observed on the ra channel, and there has been some mode switching occurring as a result. An ra lead fracture was suspected. Information was later received that this lead was surgically abandoned. No adverse patient effects were noted. Information was later received that this lead was not capturing before being surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
The boston scientific crm technical services department suggested acquiring a chest x-ray and attempting to troubleshoot the situation via pocket manipulation and isometrics. No additional information is available at this time, and per current records, this ra lead and device remain implanted and in service. This event will be updated as additional information becomes available. This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.